Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during deployment of the proglide, the presence of scar tissue was felt and an anterior cuff miss occurred. Hemostasis was achieved using a second proglide device. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.